Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no defects noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 462 mg/dl. Customer declined troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.